Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
A zoll representative went onsite to evaluate the device and the device performed to specification. The unit passed all testing and was returned to service. The customer reported that the device had been stored in a hot vehicle; however, no specific temperature or humidity values were provided to zoll. If the unit was exposed to conditions outside the specified environmental range, the device could exhibit the reported 'defib disabled' symptom. The operating specifications for the x series were communicated to the customer. The customer indicated the device cooled down and worked as expected once it was at a cool. Per the x series operator's guide, the environmental specifications are: operating temperature: 0°c to 50°c (32°f to 122°f), storage temperature: -40°c to 70°c (-40°f to 158°f), humidity: 15- 95% rh (non-condensing). Analysis of reports of this type has not identified an increase in trend.